Event description:
It was reported that the device was explanted and replaced due to over sensing and noise on the rv channel. The rv lead was also explanted for an insulation anomaly.

Manufacturer narrative:
This historical complaint is being filed as part of a retroactive review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field complaint of noise was confirmed via review of egm's. The stored egm's had anomalous signals in an ams episode. The device was tested on the bench with automated testing equipment and no anomalies were found. The cause of the noise and oversensing was not determined.